Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data and download history contained records from (B)(4) 2015. Review of the black box data and download history did not reveal any records of errors, alarms or warnings that would indicate an interruption in insulin delivery. The total daily dose amounts add up to correctly reflect the basal segment programmed by the user. The active basal program matched the basal history and total daily dose basal totals. Accuracy testing was performed on the pump; no delivery defects were found on investigation. Investigation did not confirm or duplicate the alleged inaccurate delivery issue and the pump was found to be operating within the required specifications without malfunction.

Event description:
The reporter contacted animas (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measurement as high as 400 mg/dl with symptoms suggestive of hyperglycemia of excessive urination, extreme thirst, extreme drowsiness, nausea and dizziness/lightheadedness. The reporter confirmed the patient did not require treatment above or beyond that of normal diabetes management. Troubleshooting of the pump by animas customer support did not reveal any issues with the basal and bolus deliveries by the pump. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump therapy due to an alleged inaccurate delivery issue with the pump.